Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a communication failure error message and the system would not boot up. There is no report of death or serious injury associated with this complaint.